Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 patltr (con): additional information was received. Patient reported that the ins was found to be working on (B)(6) 2017 and that it only stopped during MRI on (B)(6) 2017 and that they thought the device malfunctioned because of their symptoms. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was not recovering well and patient later clarified and stated that they were not getting good coverage and it just was not working. No further complications were noted or anticipated.